Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 97792, lot#: n710213, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that device reported to be ineffective per patient. System was removed without incident. Any environmental/external/patient factors that may have led or contributed to the issue (ex. Falls, emi, patient compliance) were unknown. No reported reprogramming since sensor activation appointment on (B)(6) 2017. Patient's weight was asked but unknown. Hcp had no further information and no other information was available. The issue was resolved at the time of the report. Devices were not returned-discarded by the customer. No replacement will be done in the future. No further complications were reported/anticipated.